Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and observed that the device would not deliver energy. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report a non-critical issue with their device. During evaluation, stryker observed that the device would not deliver defibrillation energy when attempted. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported even.